Manufacturer narrative:
Follow-up #1 date of submission 03/22/2017-product analysis: the device was returned and evaluated by product analysis on 03/01/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. The returned occlusion sensitivity setting was set to ¿low¿. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On 01/30/2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2016 was above 600 mg/dl with unspecified ketones and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was reported that the pump failed to alarm for an occlusion. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.